Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/07/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/7/2014 with the following findings: the time and date reset to default was confirmed in history and duplicated in testing. Pump case was removed and corrosion was found underneath the internal battery. The display is dim/fading/reddish and the battery compartment is cracked along the side starting from seal case up.